Event description:
Reporter stated the luer of the infusion set is leaky and the patient experienced elevated blood glucose of 300-400 mg/dl. No adverse event reported. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.